Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with the actuator bar fully extended past the needle tip. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it does not cycle as designed. The failure to cycle have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force allowing the device to prematurely deploy. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair, after deploying the t1 implant of the fast-fix 360 curved, the t2 implant deployed prematurely. No ts deployed through the meniscus and both ts removed from the patient with tweezers. The procedure was finished with a smith and nephew back up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).